Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the balloon catheter. The reported difficulty to remove was unable to be confirmed due to the returned condition of the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulty to remove appears to be related to circumstances of the procedure. It is likely that during deflation the balloon did not refold properly against the anatomy or other devices used resulting in the reported difficulty to remove from the introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an calcified lesion in the superficial femoral artery. A 5.0x60mm armada 35 percutaneous transluminal angioplasty (pta) was advanced without resistance and inflated once to 8 atmospheres. Negative was held for one minute to deflate the balloon successfully. The pta could not be retracted from patient anatomy despite applying some force, so the pta and the introducer sheath were removed together as one unit. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.